Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested no patient information provided.

Event description:
It was reported that the pump module over infused. The volume to infuse 950 ml/rate of 59 ml/h. Infusion alarmed to air in line and bag was found empty. There was no harm to the patient.

Event description:
It was reported that the pump module overinfused. On (B)(6) 2020 23:16 1l of normal saline (ns) was programmed so that the volume to be infused was 950ml at a rate of 50ml/hr. On (B)(6) 2020 3:53, the device had an air-in-line (ail) alarm and the bag was empty. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pump module over infused and alarmed air in line was not replicated during testing. Based on the logs, a guardrails continuous infusion of drugid=1 was programmed at 5:22:05 pm at a rate of 75ml/h and a vtbi of 350ml. The pump module infused until 6:12:20 pm when the device alarmed occlusion patient side. The user re-starts the infusion at 6:17:30 pm. The pump module infused until 7:09:25 pm when the user updated the rate to 50ml/h and re-starts the infusion. The user clears the primary volume infused at 7:09:27pm. The pump module infused until 11:15:50 pm when the user changes the vtbi to 950ml and restarts the infusion. At 11:15:51 pm the user pauses the pump module. At 11:16:23 pm the user re-starts the pump module. The pump module infused until 03:53:57 am on (B)(6) 2020 when it alarms air in line. At 3:59:22 am the user changes the vtbi to 950ml and restarts the infusion. The pump module alarms air in line at 03:59:43 am. The pump module alarms flow stop open at 04:00:31 am for two minutes. The user restarts the infusion at 04:00:32 am. The pump module infused until 04:14:29 am when the pump module is channeled off. The total volume infused during the event was 575.5ml. Test results from the over infusion test method performed on the source device confirmed the pump module is within specification and operating as intended. Device inspection: an external and internal inspection of the customer¿s pump module exhibited the following: it was observed during inspection that the pump module rear case is a 3rd party part made by elite biomedical solutions. This was an incidental finding and is not believed to be a contributing factor to the reported event. No other obvious issues or anomalies were identified with the source device during the internal inspection. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module over infused and alarmed air in line was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of 17may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device returned for evaluation.

Event description:
It was reported that the pump module overinfused. On (B)(6) 2020 23:16 1l of normal saline (ns) was programmed so that the volume to be infused was 950ml at a rate of 50ml/hr. On (B)(6) 2020 3:53, the device had an air-in-line (ail) alarm and the bag was empty. There was no patient harm.

Manufacturer narrative:
The patient is pediatric. Although requested no further patient information provided.